Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. The cause of aneurysm recanalization was not reported. We are unable to definitively determine the cause for the reported experienced. However, various mechanisms underlying late aneurysm recanalization have been proposed, including the following: growth of the aneurysm itself, instability of fresh, unorganized thrombus and degradation by fibrolysis, continued transmission of blood pulsation affecting the association of the coil-thrombus complex, lack of neointima formation across the neck of aneurysm, formation of neovessels inside the aneurysms lumen, exposing the aneurysm cavity to blood flow. In this event, the patient was treated with another pipeline device. Mdrs related to this report: 2029214-2017-00231 2029214-2017-00232 2029214-2017-00233.

Event description:
Medtronic received information that this patient was treated with a pipeline and residual filling of the aneurysm was noticed at the 6 month angio follow up. There were no complications or issues during the delivery of the pipeline. It was further reported that the location of the aneurysm was on a turn proximal to the ophthalmic artery, and the vessel turned into two different directions <(><<)> 90 degrees. The patient was treated with another pipeline and is reporting to be doing well. The aneurysm was located in the ophthalmic segment of the internal carotid artery, ica.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.